Event description:
It was reported by the sales rep. That the device was removed from the patient due to infection. It is unsure what caused the infection. There was nothing replaced when the device was removed. The device is being returned for analysis.